Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The reported batch number is unknown. The upn is also unknown, so a review of batches from this model shipped to this customer cannot be completed. The root cause is unknown.

Event description:
It was reported that following a drug eluting stenting treatment procedure, thrombosis occurred. The event was initially reported as the patient received stents in the ostial and mid left anterior descending artery (lad) with thrombosis in the mid lad one week later. Procedure notes from the facility report that a hi-torquet floppy write was advanced across the target lesion located in the distal right coronary artery (rca). A 3.0x16mm taxus express2 drug eluting stent (des) was deployed and inflated at 18 atmospheres (atms) for 80 seconds (sec). A 3.5x24mn taxus express2 stent was deployed in the mid rca and inflated at 16 atms for 45 secs. A 2.0x15mm maverick balloon was advanced to the ostium of the rv branch and inflated at 12 atm for 30 secs and 12 atm for 60 seconds. The patient was given fentanyl, lidocaine, angiomax and nitroglycerin during the procedure. The patient was given plavix 600mg and maalox 30cc post procedure. A thrombosis occurred one week post procedure but the location has not been confirmed. Additional information has been requested to clarify the event discrepancies but has not been received.